Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Device investigation could not be performed because the device was not returned for evaluation. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Reviewing of production records found no indication of product deficiency. It was presumed that tensile stress exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped by the severely calcified lesion. That excess stress was assumed to have contributed to the reported tip separation. Therefore, it was concluded that this event was not attributed to product quality. Instructions for use (IFU) states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a mildly tortuous, heavily calcified cto in the mid rca. After successful wire crossing, the microcatheter was advanced to the lesion when resistance was felt with the calcified lesion and it could not go further. The tip was stuck in the lesion, and therefore, resistance was felt during catheter removal; the tip was found remaining in the vessel. The physician determined to leave the separated tip in situ. There were no adverse patient effects attributed to the tip. The patient was discharged home after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
The reported microcatheter was returned and evaluation was performed. The microcatheter was returned for evaluation. The distal segment of the catheter tip was missing. Microscopic observation of the distal segment of the returned microcatheter revealed that the tip was almost entirely crushed by twisting and shaft strands were disarranged due to torsion. The tip surface was found scratched possibly by calcification. At the broken end of the tip, circumferential cracks were observed and the underlying braids and the innermost polymer were found stretched. This finding suggested that the tip became separated due to tensile stress. As the distal end of the braids were observed at the tip broken end, the missing tip fragment was assumed to be approximately 2mm long. Based on the obtained information and investigation outcome, it was presumed that tensile stress exceeding the product's design limit was possibly applied while the catheter tip was being twisted and trapped by the severely calcified lesion. That tensile stress was assumed to have contributed to the reported tip separation. Instructions for use (IFU) states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.